Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that a the tubing was found leaking at the proximal y-port. The event occurred after attaching the total parenteral nutrition (tpn) bag to the this new tubing, prior to connecting the set to the patient. The set was then replaced. The event occurred in newborn ICU. Although requested, additional information was not provided.